Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Access on left cfa and intervention to be performed in the left external iliac. Lesion in the left iliac was highly calcified. Entrust 8x80 stent was deployed in area of lesion over a 035 benson wire. After the stent was deployed it appeared the isolation sheath and inner sheath retracted and the entire stent system was removed from the body. Before the physician went over the wire to deploy another entrust stent in the common iliac, he noticed that something still existed on the wire. It appeared to be the inner sheath of the stent deployment system. The distal end of the stents inner sheath was in the body, over the wire in the left external iliac and the proximal end of the entrust inner sheath was sticking out of the access sheath. It looked like the inner stent sheath broke off the stent system entirely after stent deployment. The physician pulled the inner stent sheath off the wire and finished the case with no issues. There was no resistance or difficultly when withdrawing the delivery system. There was no embolism and no vessel damage. The stent was placed in the correct location. No stent elongation or shortening of the stent was occurred. No injury to patient occurred. The investigation of the returned everflex entrust was performed and found that the customer's report of the inner assembly detaching has been confirmed.

Event description:
Evaluation summary: the everflex entrust catheter was received for evaluation. The stent was not returned. The everflex entrust was received with kinks throughout the inner and outer assemblies however these may have been post-procedural and not relevant to the reported event. The inner push rod / guidewire lumen had separated from entrust stent delivery system luer.